Event description:
The clinician reports the implant was inserted (B)(6) 2024 in the patient's mouth. Details of surgery: nerve encroachment and sinus augmentation. On (B)(6) 2024, fracture of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, bleeding and numbness. No further patient complications were reported.